Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions due to oversensing. Review of the first event identified electromagnetic interference from the patient's transcutaneous electrical nerve stimulator unit. Review of the second event identified muscle noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected,<but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions due to oversensing. Review of the first event identified electromagnetic interference from the patient's transcutaneous electrical nerve stimulator unit. Review of the second event identified muscle noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to the previously reported clinical observations. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Event description:
It was reported that this patient received inappropriate shocks on two separate occasions due to oversensing. Review of the first event identified electromagnetic interference from the patient's transcutaneous electrical nerve stimulator unit. Review of the second event identified muscle noise. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. No adverse patient effects were reported. It was reported that this system was subsequently explanted due to the previously reported clinical observations. A transvenous system was implanted without further incident. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.